Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead triggered a lead safety switch (lss) on the ra lead due to high, out of range (oor) pacing impedances. Also, there was a signal artifact monitoring (sam) event stored with minute ventilation (mv) termination algorithm. At clinic, the field representative was able to reproduce noisy signals that were over sensed, but not the oor impedances. There was also observed noise at atrial tachy response events due to myopotential over sensing. Programming options were discussed, and the patient will be followed up in a month. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead triggered a lead safety switch (lss) on the ra lead due to high, out of range (oor) pacing impedances. Also, there was a signal artifact monitoring (sam) event stored with minute ventilation (mv) termination algorithm. At clinic, the field representative was able to reproduce noisy signals that were over sensed, but not the oor impedances. There was also observed noise at atrial tachy response events due to myopotential over sensing. Programming options were discussed, and the patient will be followed up in a month. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.